Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was implanted (B)(6) 2017. It was reported that the patient experienced some post-operative complications. At implantation surgery, a gusher (cerebrospinal fluid leakage) occurred. The child presented at the emergency room a couple of days post operative with swelling, draining from the incision and a high fever. The patient was treated for meningitis as a precaution. Patient is on 30 day course of IV antibiotics as a conservative measure. The patient's mother reported the child is doing well at this time.

Manufacturer narrative:
(Exemption number e2015033). According to the received information, the recipient has abnormal cochlear structures and cerebrospinal fluid leakage was noted already at implantation surgery, which is generally associated with an increased risk of meningitis. A spinal tap for meningitis was performed, but the results were inconclusive. However, the recipient was treated for meningitis as a precaution. Review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. Thus, no available information points to the implant being the source of infection, which was more likely due to medical and clinical reasons. The recipient was treated with antibiotics and is now doing well with the device, which remains implanted and in use. This is a final report.

Event description:
The recipient experienced some post-operative complications, i.e. The child presented at the emergency room a couple of days post implantation with swelling, draining from the incision and a high fever. The recipient was treated for meningitis as a precaution. The user is doing well at this time and has been medically cleared for initial activation, which occurred at the end of (B)(6) 2018.